Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque procedure in the tricuspid position where preoperative CT demonstrated there was no concern over heavy tortuosity in the access vessel. Access was obtained from the left femoral vein where the screening team recommended to secure enough height of the device in the body. The 33 fr dilator was used prior to insertion of the delivery system (ds). While advancing the ds, some resistance was encountered in the femoral vein, but the ds could be inserted. Later, position of the guidewire was misaligned, which resulted in repositioning of the guidewire by retrieving the ds. Fluoroscopic view at this point showed a large curve of the guidewire around the left external iliac vein, but there were no changes in hemodynamics. The valve was successfully implanted in an intended position. After retracting the delivery system and the patient was in hypotensive, angiography showed a vessel perforation where the resistance was felt during insertion. Protamine was given and the affected area was closed with an occlusion balloon for 35 minutes. Hemostasis was achieved and the procedure was completed. Four (4) units of fresh frozen plasma (ffp) were transfused, and the patient left the operating room with intubated but in a stable condition.

Manufacturer narrative:
The reported complaint damage to vessel during insertion was confirmed with empirical evidence via information reported by edwards clinical specialist. No manufacturing or product non-conformances were identified during the evaluation. Available information suggests that resistance was felt during delivery system insertion in the femoral vein. After the valve deployment, vessel perforation was observed in the same proximity as the resistance felt during insertion. Since no imaging was provided and no product was returned, no additional investigation could be performed. Therefore, the root cause could not be determined.